Event description:
Reportedly, the pt was admitted to the hospital due to syncope. Pauses of 10 seconds were observed by ECG analysis, and provocative manoeuvres generate noise that inhibits pacing, provoking pre-syncope symptoms. The subject lead and associated ICD (refer to MDR # 9610579-2011-00115 for ovation dr sn (B)(4)) were replaced. The lead connector section was discarded, while the distal section remains implanted and inactive.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.